Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® blood collection tubes buffered sodium citrate had foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: "when withdrawing the blood from the patient, it was found that the shield was mildewed." This event description was translated from chinese to english.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® blood collection tubes buffered sodium citrate had foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: "when withdrawing the blood from the patient, it was found that the shield was mildewed." This event description was translated from (B)(6) to english.